Event description:
It was reported that the patient never had therapeutic effect. The patient had reportedly tried all four programs and was still having problems with urgency or frequency and leakage. The reporter indicated that the patient was initially on program 1 but it was ¿zapping¿ her in the groin area when voiding so she was directed to switch to program 2. However, stimulation was uncomfortable in the buttock on that program. Then the patient was directed to switch to program 3. Stimulation was however uncomfortable in the tailbone area. Finally, the patient¿s amplitude setting was switched to program 4. At the time of the report, the setting was at 3.1v on that program. The reporter indicated that since the week prior to the report, the patient had experienced ¿zinging¿ in the left buttock, going down the left leg. This seemed positional, and occurred when the patient "sat a certain way" or when she sat down after standing and walking. When stimulation was decreased to 2.5v or when it was turned off, the zinging stopped and stimulation was felt comfortably in the groin area.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va07nka, implanted: 2013-(B)(6), product type lead. (B)(4).